Event description:
Customer reported experiencing sporadic issues with the fill est while the pump was not in her possession. There was no adverse impact to the customer¿s blood glucose level. Technical support reviewed the cartridge fill procedure with her, confirmed she was filling correctly, and planned to send cartridge load instructions via email. No further action was required for this case issue.